Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular lead was detecting noise which led to inappropriate defibrillation therapy. The excessive high voltage therapy also caused the associated device to reach eri and go into backup mode. The lead was capped and replaced and the device was explanted and replaced. The patient was in stable condition after replacement procedure. Related manufacturer report number: 2938836-2017-24909.